Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 2.0mmx30mmx143cm coyote nc balloon catheter was advanced for dilatation. However, during the third inflation at nominal pressure, the balloon ruptured. The procedure was completed with no patient complications reported.